Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported an unexpected outcome after cataract surgery with an intraocular lens (iol) implant. The surgeon request calculation assistance to determine the cause of the outcome. Target was plano. Postoperative refraction is -2.50 +1.75; -1.625 from target. No intervention reported at this time. Additional information was received from the technician who reported that the unexpected outcome was a result of a problem with inserting the lens and the lens positioning.

Manufacturer narrative:
The file indicated the use of an approved cartridge, an approved handpiece, and an unapproved viscoelastic. Product history records could not be reviewed for the associated cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The questionnaire indicated the cause was not related to the lens insertion or positioning; however updated information has been received indicating that the unexpected outcome was a result of a problem with inserting the lens and the lens positioning. Additional file information indicated the use of an unapproved viscoelastic in the cartridge. Due to varying viscosities, the use of unapproved viscoelastic may contribute to lens delivery difficulties or lens damage. (B)(4).